Event description:
It was reported that the programmer generated an error code. Follow-up determined that the error occurred at start-up and was unable to be cleared. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer generated an error code. Follow-up determined that the error occurred at start-up and was unable to be cleared. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a generated error and the hard drive was reconfigured and the software updated. Analysis also found that the system fan was intermittently noisy and that the electrocardiogram on the link electronic module board (lem) was loose. The fan and the lem board were replaced and the lem board calibrated. (B)(4).